Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2023, the patient underwent an endovascular procedure to treat an aortic aneurysm in zone 1-innominate artery (bovine arch) utilizing a gore® tag® thoracic branch endoprosthesis. Reportedly, during the procedure, there was a lot of manipulation due to tortuous patient anatomy in the thoracic aorta with the device and multiple wire wraps, and there was a lot of movement. After few attempts of taking the device back out and putting it back in the sheath, it was noticed the distal part of the stent towards the catheter seemed to be twisted, doctor tried to untwist, and reinserted the device and tried repositioning few times as well. It was then under fluro, the physician saw that the proximal portion of the graft became apart/disengaged from the olive tip. Physician then removed the device and used a replacement device to complete the procedure. Patient is doing okay. The device is being sent back to gore for an evaluation.

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications.

Manufacturer narrative:
Added g3/g4, h1/h2, h6, h7 and h10/h11. Additional investigation determined no product problem or deficiency caused or contributed to an adverse event/incident for the patient; the initial medwatch and any supplemental report submitted under manufacturer report number 2017233-2023-04336 was submitted in error and is hereby retracted.